Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. The estimated longevity decreased not as expected, from ten to eight years, within five months. There were no changes in electrical parameters. The patient reported irritation and red coloring around the pocket area and heating feeling around the area of the wound that was suspected to be associated with infection resolved after therapy treatment (antibiotics). Nevertheless, later on during an emergent follow up the patient reported that the irritation continued. The physician decided to continue monitoring the patient via remote with shorter follow ups. This device was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. The estimated longevity decreased not as expected, from ten to eight years, within five months. There were no changes in electrical parameters. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. There was an increase in average power due to a long programmer session. The patient reported irritation and red coloring around the pocket area and heating feeling around the area of the wound that was suspected to be associated with infection resolved after therapy treatment (antibiotics). Nevertheless, later on during an emergent follow up the patient reported that the irritation continued and the infection has progressed, an explant procedure is planned to be performed, then a new device is planned to be implanted. The physician decided to continue monitoring the patient via remote with shorter follow ups. This device was reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. The estimated longevity decreased not as expected, from ten to eight years, within five months. There were no changes in electrical parameters. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. There was an increase in average power due to a long programmer session. The patient reported irritation and red coloring around the pocket area and heating feeling around the area of the wound that was suspected to be associated with infection resolved after therapy treatment (antibiotics). Nevertheless, later on during an emergent follow up the patient reported that the irritation continued. The physician decided to continue monitoring the patient via remote with shorter follow ups. This device was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.